Event description:
It was reported that the pt's hearing was unstable since (B)(6) 2014. The hearing performance was intermittently. A history of head trauma is denied by the guardians. The pt was re-implanted on (B)(6) 2014.

Manufacturer narrative:
Not available for this device. The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.